Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements. Technical services (ts) was consulted and upon review it was discussed that the impedance were gradually rising, and high capture threshold was noted. Ts recommended further monitoring and programming enhancements. This rv lead remains in service. No adverse patient effects were reported.